Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative. The agent was unable to hear the representative. Attempted to transfer to the queue due to phone issues, however the representative disconnected. The agent attempted to call them back but was unable to reach them. They had stated the patient was having difficulty with recharging, but no further information was obtained on the call. Rep reported that this case is still in progress. They tried to charge, were unable (to).